Event description:
Treating physician reported that the patient experienced an increase in seizures. Patient also reported that the vns stimulation was not as strong as usual. Battery life calculation was performed and found that the patient's generator still had six years remaining before end of service. Patient underwent generator replacement and the generator was sent back to manufacturer for product analysis. Good faith attempts have been unsuccessful. The cause of the increase in seizures is unknown at this time.